Event description:
Boston scientific crm received information that this patient contacted patient support to ask for assistance in performing a patient initiated interrogation (pii). Patient suppoprt informed the patient that this latitude feature was not enable and required clinic approval. The patient reported that she has been passing out and is uncomfortable. The patient was referred to the physician to discuss further.

Manufacturer narrative:
The available information suggests that the device remains in-service. The event will be reopened if additional information is received.

Event description:
--

Manufacturer narrative:
Boston scientific crm received information from the local representative that the clinic is aware of this patient's concern and plans to follow-up directly with the patient.

Manufacturer narrative:
(B)(4). Upon receipt, visual inspection of the device noted tooling marking on the casing. All of the seal plugs were intact and all of the setscrews operated normally. The device was interrogated with the zoom programmer. Shock impedances testing was performed with a 50 ohm load and 48 ohms was recorded. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2015. The device was electively explanted and was received at boston scientific's return products department on (B)(6) 2015